Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the iol was inserted. On manipulation however, the trailing haptic broke off. This was removed and then the iol was also removed. As the haptic broke off, the iol did begin to tilt backwards and the surgeon did not feel there was enough capsular support at that point.

Manufacturer narrative:
The product was returned. Solution, bent haptic damage and broken haptic damage were observed. Associated products were not provided. It is unknown if qualified products were used. This model iol is only qualified for use with two specific cartridges. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A customer reported that a lens would not hold in the sulcus and was explanted. Additional information has been requested.